Event description:
This supplemental report is being submitted due to the completion of the investigation on the 20-jul-2023.

Manufacturer narrative:
Supplier evaluation file for xpedite ptx studies. Device evaluation . User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The zisv6-35-125-6.0-60-ptx-c-ci device of lot number cf1310775 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was raised to capture the use of an expired device and is related to pr 378156 which was raised to capture an occlusion/restenosis event observed with a study patient. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records. Prior to distribution all zilver ptx drug-eluting peripheral stent devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (gen-010) was noted on the work for the incorrect expiration date on the labels. On review, it would not have contributed to this event. Manufacturing was consulted and stated that all the original labels were scrapped and the label attached to the work order is the amended date. No units could have been shipped out, labelled incorrectly. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use/label it should be noted that the expiry date is documented on the packaging/label and should be adhered to. There is evidence to suggest the user did not adhere to this. From the information available, the expiration date on the device was the (B)(6) 2017 but the device was implanted on the (B)(6) 2018. Image review . An image was not returned for evaluation. Root cause analysis a definitive root cause of user error was identified from the available information. From the information available it is known that the device had expired on (B)(6) 2017 but the device was implanted on the (B)(6) 2018. The expiry date is documented on the packaging/label that accompanies the device. Confirmation of complaint. The complaint is confirmed based on customer and/or rep testimony. Summary according to the initial reporter, this additional file was opened for use of an expired device relating to (B)(4). As per (B)(4) - one study stent was placed during the index procedure on (B)(6)2018. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The use of the expired device did not cause or contribute to the in-stent restenosis that the patient experienced. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the packaging/label that accompanies the device. The user implanted the device on the (B)(6) 2018 when the expiry date was stated to be the (B)(6) 2017. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Additional file opened for use of an expired device relating to (B)(4). MDR ref#3001845648-2022-00767.

Manufacturer narrative:
PMA/510(k). # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.